Event description:
The customer observed falsely elevated architect ca 19-9xr results on one patient. The results provided were: on (B)(6) 2022 sid (B)(6) initial=21.66 u/ml /repeated six times=< 2 u/ml. Laboratory reference range for ca 19-9xr=< or = 37.0 u/ml. The patient diagnosis is unknown. There was no reported impact to patient management.

Manufacturer narrative:
Patient identifier#: (B)(6). Patient information: no specific patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data of architect ca 19-9xr reagent lot number, 29211fp00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of complaints determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Historical performance of reagent lot 29211fp00 was evaluated using worldwide data from abbottlink. The median value of the patient population for the complaint lot is within the established limits and comparable to historical reagent lot performance. All field data demonstrating that the lot is performing as expected. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect ca 19-9xr reagent lot number, 29211fp00.